Event description:
In 03/2005, a legal summons and ocmplaint was received alleging that an adverse event had occurred during bypass surgery in 2003. The complaint (also issued to attending physicians, the hosp, various medical services, et al.), generally alleges that an oxygenator failed to provide proper oxygenation to the pt during surgery. No specifics of any kind with regard to the co's products have been alleged. The complaint further allges that the pt suffered injuries resulting from the surgery.